Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, xerostomia, periodontal disease, immediate implantation, infection, pain, abscess # 22, mobility. Surgery immediate post extraction. Healing appeared uneventful except patient reported persistent pain for 2 weeks. After 4 weeks patient thought was better but implant was mobile. Same patient as (B)(6).